Manufacturer narrative:
The system was evaluated by a field service engineer (fse). The fse cut gel on multiple cones and at jnj recommended setting as well as the doctor's setting and the flap thickness in gel was very consistent at specification. Encoder transition was checked and functioning correctly. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that one patient with unknown eye, had vertical gas breakthrough towards the end of the surgery day out of 20 eyes at 90 um flap thickness. No additional information was provided.